Event description:
It was reported that the infusion set leaked insulin at the connection between the tubing, the cartridge and the adapter. The same issue happened with six infusion sets of the same lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.